Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was not verified; however, a different issue was found. During functional test of the component an alarm was generated. The root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's upper display was missing segments. The ventilator was not on a patient at the time of the event.